Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred, during diagnostic echography procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image was not complete and off center on the bronchofibervideoscope. This was discovered during an echography procedure. This was completed using the same device. There were no reports of a delay or patient harm.